Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. To date devices are implanted in patient

Event description:
It was reported the patient had an initial procedure with a bifurcated stent and an infrarenal aortic extension. The patient was recently diagnosed with a severe infection and the stent is also believed to be infected. A current computed tomography (CT) showed the graft was intact and the aneurysm remained sealed. The physician additionally observed a decrease in the aneurysm sac. The physician does not believe the current infection is graft related. The physician indicated there is a planned explant procedure. The patient is reported to be in stable condition and there has not been any additional communication to confirm the patient had a secondary intervention.

Manufacturer narrative:
At the completion of the investigation based on the information available, clinical was unable to confirm the graft infection, sac regression, and explant. Additionally there was evidence to reasonably support the following observations; right common femoral artery occlusion, secondary procedure-thrombolysis, thromboembolism to origin of the tibioperoneal trunk of the right lower extremity. The most likely cause of occlusion in the right common femoral artery was determined to be unknown. A clinical assessment showed that the off label use outside the treatment range. Additionally, cautionary use was identified as multiple, large patent lumbar arteries, patent inferior mesenteric artery. The most likely cause of embolism in the right common femoral artery was determined to be an anatomy related to the thrombus from the right common femoral artery occlusion. A clinical assessment showed that the off label use of concomitant use with product outside the IFU most likely to have contributed this event. The most likely cause of explant was determined to be related to the reported infection. A review of the device quality records shows that the device demonstrated compliance to established procedures and specifications at the time of manufacture. Devices were not returned, no evaluation completed. Based on the information available the root cause of the reported event is unknown. Correction:g5: PMA numberh6: device code